Event description:
It was reported that an ilet user experienced persistent high blood glucose after meals, more pronounced after breakfast, and stated it took several hours for glucose to decrease; the caller indicated the system appeared to increase meal sizes over the prior one to two weeks despite their assertion that meal sizes had not changed. Symptoms included hyperglycemia. Outcomes included inconvenience and the need for troubleshooting and education. Investigation included complaint review and user education regarding ilet meal adaptation behavior. Investigation of this case revealed no device alarms beyond a 265 alert and no confirmed device malfunction, with the device adapting meal dosing in response to observed postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.